Event description:
Clinical notes were received by the manufacturer from the vns patient's physician during the investigation of the patient's death. The treating physician determined that the death was not related to vns therapy, rather the patient's respiratory condition and the patient ultimately dies due to respiratory distress and cardiac arrest. Within the clinic noted received was detail of a follow up appointment that occurred two weeks prior to the death. At this appointment, it was noted that the mother noticed, after the patients' recent hospitalization, that the patient was "having more staring seizures, which typically occur in clusters, lasting for a few seconds. The seizures occur sporadically and have decreased over the past week." There was no note of interventions taken for the adverse event. The vns device was interrogated and a normal mode diagnostic test was performed revealing normal device function. There were no setting changes performed. The physician noted that the plan was to check the patients' medication levels and schedule an eeg to assess the ictal and interictal abnormalities. The patients current antiepileptic drug medications were noted as lamictal, depakote, and clobazam. Good faith attempts were made with the physician to obtain additional information regarding this event, but have been unsuccessful to date.